Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator measured lower peep (positive end expiratory pressure) than set, and that its exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of lower peep (positive end expiratory pressure) than set and low exhaled tidal volume (vte) levels could not be confirmed. Proper device operation was then observed through functional and performance testing. The cause of the report issue could not be determined.